Event description:
It was reported an animal underwent an unknown veterinary procedure on (B)(6) 2023 and suture was used. Post-op, it was reported by the account contact that a patient presented with a reaction to the suture used during their procedure. Started looking like a bruise where a knot of the suture was located then the very top layer of tissue is opening up and is progressively moving down the suture line from stitch to stitch (interrupted suture line). Initial spot is healing well. Patient was sent home with clavamox. Upon returning today is can be seen that each stitch is opening up and the suture is being removed. Planning to medically treat/manage as needed.. No adverse patient consequences were reported. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4). H6 component code: g07002 - device not returned. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Were there any alleged deficiencies noted with the device that could have contributed to the patient¿s post-operative complications as mentioned in the event description? It is known that patient suffer from wound dehiscence, could you please clarify if the suture got broken post op the surgery? Please clarify. Please provide the source or name of person providing answers to follow-up questions (not the person relaying/submitting answers to loc or chu). A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified.